Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, animas received information from legal counsel regarding the possible involvement of an insulin pump in the accidental death of a diabetic patient in (B)(6) 2012. The exact cause of death has not been reported to animas. At this time, no allegation of a malfunction or use error involving the pump has been made. A legal investigation of the reported patient death is ongoing. Involvement of the insulin pump in the death of the patient is not able to be determined at this time. If further information becomes available, a follow-up report will be submitted.